Event description:
The ivus [intravascular ultrasound] catheter would not flush properly during prep. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep [manufacturer representative] directly about event and returning product. Manufacturer response for intravascular ultrasound catheter, catheter, ivus opticross hd 3fr x 135cm bagless non-ce (per site reporter).